Event description:
(B)(4). I had the device placed in (B)(6) 2011, removed (B)(6) 2016. The last four months I've been post op, I'm still having problems getting my bowels to move. The essure device had got stuck to my colon and before I could get the device removed a colon specialist had to be brought in. The side effects never go away. I still get bad headaches,. Use to have perfect teeth now my teeth look like I been chewing tobacco for years. I've been taking pictures of the huge amount of hair loss numerous times a day. I feel like people are loosing their life's and the FDA don't care due to it being the government. We need help.

Event description:
(B)(4). I was always in pain,back pain,head aches,dizzy,metallic taste in me mouth ,loss of hair, no appetite ,heavy periods,inflammation very badly,teeth problems,I feel no person should ever have to experience what I had to go through I thought I was going to die no doctor wanted to even touch me.